Event description:
A surgeon reported a pt who had to have the intraocular lens (iol) repositioned following the lens implant procedure. Following the repositioning procedure, the pt went from two diopters of cylinder to 0.25 diopters of cylinder. The surgeon reported the repositioning procedure was a success. Add¿l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Add¿l info was requested on (B)(4) 2012, by fax and mail. A completed questionnaire has not been received. (B)(4).